Event description:
A malfunction alarm with the code "malf 0" was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with resetting the pump, provided instructions for future use, and confirmed that the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared.